Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing an optiflux 160nre dialyzer, and the serious adverse event(s) of a hypersensitivity/allergic reaction, characterized by chest pain. The patient¿s reported reaction occurred during initiation of hd therapy; therefore, it is highly probable the optiflux 160nre dialyzer caused and/or contributed to the serious adverse events. Limited follow-up information precluded a more comprehensive investigation. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Based on the limited information available, the optiflux 160nre dialyzer cannot be disassociated from the serious adverse event(s) of a hypersensitivity/allergic reaction and chest pain. There was no deficiency or malfunction of a fresenius device(s) and/or product(s) reported during intake. However, given the statement made by the nephrologist, the lack of treatment data/medical records, and no manufacturer evaluation/investigation of the suspect product(s), the optiflux 160nre dialyzer cannot be excluded from having a possible causal and/or contributory role in the serious adverse events.

Event description:
On (B)(6) 2022, fresenius became aware of a hemodialysis (hd) patient who reportedly experienced a hypersensitivity/allergic reaction, while utilizing an optiflux 160nre dialyzer. Follow-up with the patient¿s nephrologist revealed a brand-new dialysis patient began hd therapy at the outpatient dialysis center (timeline not provided), and experienced chest pain minutes after treatment was initiated. The patient was transported to the emergency room (ER) where testing detected blood pressure changes (specifics not provided) and anaphylaxis. It is unclear what, if any, treatment the patient received while in the ER. It appears the patient returned to the outpatient dialysis center to complete hd therapy; however, they were readmitted (timeline not provided) to undergo treatment. Prior to the initiation of treatment, the patient¿s optiflux 160nre dialyzer was rinsed, and the patient was given steroids and benadryl to prevent a recurrence of symptoms. Despite these measures, the patient again experienced chest pain during treatment. Subsequent treatments were attempted using an alternative dialyzer, which were not fresenius products.

Event description:
On 22/nov/2022, fresenius became aware of a hemodialysis (hd) patient who reportedly experienced a hypersensitivity/allergic reaction, while utilizing an optiflux 160nre dialyzer. Follow-up with the patient¿s nephrologist revealed a brand-new dialysis patient began hd therapy at the outpatient dialysis center (timeline not provided), and experienced chest pain minutes after treatment was initiated. The patient was transported to the emergency room (ER) where testing detected blood pressure changes (specifics not provided) and anaphylaxis. It is unclear what, if any, treatment the patient received while in the ER. It appears the patient returned to the outpatient dialysis center to complete hd therapy; however, they were readmitted (timeline not provided) to undergo treatment. Prior to the initiation of treatment, the patient¿s optiflux 160nre dialyzer was rinsed, and the patient was given steroids and benadryl to prevent a recurrence of symptoms. Despite these measures, the patient again experienced chest pain during treatment. Subsequent treatments were attempted using an alternative dialyzer, which were not fresenius products.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Fifteen lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple lots with approved temporary deviation notices (dns) and one lot with a non-conformance (nc). They were all unrelated to the complaint event. There was no indication of product nonacceptance, deviation, nc, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.